Manufacturer narrative:
The device history records are being reviewed. The event is currently under investigation. Despite good faith efforts to obtain additional info, the complainant was unable or unwilling to provide any pt details.

Event description:
It was reported that the biliary stent delivery system was inserted through the scope and into the duodenum with some difficulty. Once visible, it was apparent that the stent was partially released with the safety tab still in place. Upon sample receipt, the stent was found to be partially released 15 mm. No pt injury was reported.

Manufacturer narrative:
The lot history records have been reviewed with special attention to the manufacturing and inspection of this product and the product was found to have met all specifications prior to shipment. There is no indication for a manufacturing-related failure. The evaluation of the returned device confirmed the partial release of the stent. The safety clip was found to be properly attached to the delivery system and the deployment mechanism had not been activated. Potential factors that could have led or contributed to the reported event have been evaluated. A difficult patient anatomy or the use of inappropriate accessories may be contributing factors to the reported event. In this case, neither procedural details nor any information regarding the accessories used or the anatomy were provided. On the basis of the limited information available, a definitive root cause for the reported event could not be determined.